Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis (fa) was unable to replicate or confirm the customer reported complaint. Fa conducted a visual inspection and found that there was no physical damage on the force bipolar instrument. The force bipolar instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned force bipolar revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found with a broken cable. A backup instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The force bipolar instrument has been received for failure analysis. However, as of the date of this report, the evaluation has not yet been completed. A follow-up MDR will be submitted following the completion of the failure analysis testing.